Manufacturer narrative:
A ge rep evaluated the system and regreased the candlestick (high voltage) connectors, made a long exposure using high techniques. No arcing occurred and line pair image was within specs. System operates as intended.

Event description:
Customer reported distortion in images and x-ray tube is arcing when high techniques are used. No pt injury was reported.